Event description:
Caller reported blood glucose results of 34 mg/dl on aviva system 1, 211 mg/dl on aviva system 2 within 10 minutes. Customer had symptoms of low blood glucose and was able to self-treat. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).